Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder (lot 7072146) was selected for implant. While attempting to deploy the device across the defect, the left disc deployed deformed, bombed. The device was removed from the patient and exchanged for another 30mm amplatzer cribriform occluder (lot number: 7032154). The second device was successfully implanted with no further issue reported.

Manufacturer narrative:
The reported event of a deformed deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. While attempting to deploy the device across the defect, the left disc deployed deformed in a "bombed" formation. The device was removed from the patient and exchanged for another 30mm amplatzer cribriform occluder (lot number: 7032154). The second device was successfully implanted with no further issues reported.